Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email received from cssd orthotech reporting that the of instruments broke. The tibial rp impactor and two shims have cracked through the main body of the instrument. They remain intact and in one piece. All instruments are from consignment sets.